Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation and patient can feel "feel air bubbles" and "the edge of the bag". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a possible left side deflation and they can "feel air bubbles" and "the edge of the bag". Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: opening, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) crease fold and wear abrasion. Leak test was performed and found opening on radius and anterior. A microscopic analysis was performed which identify opening striated in the radius side and crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage and a crease smooth opening on anterior due to a fold flaw opening.

Event description:
Patient reported a possible left side deflation and they can "feel air bubbles" and "the edge of the bag". Device has been explanted.

Event description:
The device was explanted.